Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented a battery low alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of recertification. Visual inspection and battery testing were performed. During battery testing, the battery low alarm was found. The cause of this condition was determined to be a depleted main battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a follow-up MDR will be submitted.